Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and device dislocation ("one of the coils was protruding into the uterus") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation"), dyspareunia ("painful intercourse") and urticaria ("hives"). The patient was treated with surgery (on (B)(6) 2012, plaintiff underwent a total hysterectomy at (B)(6)). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, device dislocation, menorrhagia, dyspareunia and urticaria outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, menorrhagia and urticaria to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.